Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm force bipolar instrument had an exposed wire. The customer was unable to bend instrument without manipulation to remove from trocar. No fragments fell into the patient. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.